Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged due to twiddler syndrome. Additional information indicates that the insulation of this lv lead was cracked due to the twisting associated with twiddler's syndrome. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.